Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 48 mg/dl. Current blood glucose was 72 mg/dl. Customer did not report any symptoms related to high blood glucose. Customer was treated with glucose tablet for low blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer alleges insulin pump was over delivering because the barrel pushes out. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump passed active current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed dat test at 0.0872 inches. Insulin pump failed to pass the sleep current test due to high current. No over delivery anomalies noted during testing. Insulin pump successfully downloaded to thus and carelink. Confirmed (14.8) insulin pump of normal bolus was delivered on (04/23/2022) between (03:25 am) and (08:11 pm). There is evidence of moisture damage on force sensor. The high current was isolated to pcb 2. The following were noted during visual inspection: scratched case, cracked belt clip rails. The p-cap/reservoir does lock properly. No over delivery anomalies noted during testing. Unable to confirm low bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.